Event description:
It was reported that when the guide wire was unpacked and about to be shaped, the guide wire coil was found to be stretched. The device was not used. This MDR is being filed based on the results of the investigation which revealed a separated tip.